Event description:
No additional information.

Manufacturer narrative:
Six samples and one photo were provided to our quality team for investigation. All samples were received loose and fully disassembled. All samples presented a double print of the grading lines and the numbers. On the other hand, the photo showed four fully assembled syringes with barely visible print on one side of the syringes. The condition observed is non-conforming per product specification. The potential root cause of the print defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4080551. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
Material: 301029 batch#: 4080551 it was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter: "half of the writing is missing on the syringes." Verbatim: rcc received a complaint via email. Email(s) attached. Reference # / access #: (B)(4). Supplier product description: syringe 10cc supplier product # 301029 lot #: 4080551 description : half of the writing is missing on the syringes. Additional information provided: 1. Kindly provide the date of event. 4/26/2024 2. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Yes, samples are available (B)(6). 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.